Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the healthcare provider had the patient in office today for a refill and the pump had been alarming because the patient was late for their refill appointment. They refilled the pump and sent the patient home, but the patient was stating that the pump was still alarming. The agent reviewed concurrent alarms and reviewed how to silence the alarm.